Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer by a complaint handler, she stated that her areola would turn white while pumping and then purple after the flanges were removed. She indicated that she was prescribed a combination of an antibacterial cream, antifungal cream, and hydrocortisone to be applied after pumping, and ibuprofen 800 mg for pain. In follow up with a medela clinician, the customer stated that she found different breast shields that seem to help reduce the pain. The clinician recommended that she may want to try renting a hospital grade pump, which would provide her with the most control of suction. The device was evaluated with the customer's parts and accessories and, though the device passed vacuum testing, it was noted that the stalok clip was broken and an unexpected noise was present. Refer to attached product evaluation. Though the complaint information does not reasonably suggest that our device caused or contributed to the injury or the device malfunctioned, medela is filing this report, which is considered a serious injury as it required medical attention (medication prescribed).

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style breast pump was too high and it was causing her pain. She indicated that she was taking ibuprofen to tolerate the pain. The customer alleged that she can tolerate the suction at the lowest setting, but she gets clogged ducts at that setting.